Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip ii med/lrg 10mm pistol grip single use clip applier. The instrument was received partially applied with seven remaining clips. Microscopic evaluation noted the jaws were misaligned. No other visual abnormalities were observed with the instrument. Functionally; the instrument was applied to appropriate test media. The instrument cycled without binding. Clips formed with crossed legs when applied to test media. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the scissored clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy. There were issues experienced with the loading or firing of the clips. The clips did not form correctly, so it could not be applied. They took a new device to resolve the issue in order to complete the case. There was no patient injury.